Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s atrial lead dislodged post-implant procedure. The atrial lead had fallen into the right ventricle and was pacing the right ventricle. The lead was repositioned on (B)(6) 2019. The patient was stable before, during and after the procedure.